Event description:
It was reported via clinical study that this patient underwent a shoulder replacement. Subsequently, they developed a hematoma. The patient noticed progressive underlying swelling. The surgeon performed a surgical hematoma evacuation and incision and drainage (I&d). The device remains implanted. The outcome is considered resolved. No further information is available.